Manufacturer narrative:
Updated: b4, b5, g4, g7, h1, h2. Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # (B)(4).

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown; unknown articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filled for this event: 0001822565-2019-01732, 0001822565-2019-01733, 0001822565-2019-01734. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing crackling noise, pain, swelling, and difficulty ambulating post surgery.